Manufacturer narrative:
The customer found tubing disconnected from the bsv and put it back on. The specific tubing is unknown. There was no onsite service dispatched. (B)(4). Customer was able to resolve himself.

Event description:
The customer reported a bluish colored liquid leak around the blood sampling valve (bsv) on the coulter lh 500 hematology analyzer, but could not pinpoint the source. About 20 ml of liquid leaked out on top of the counter. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.